Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse performed a sorter alignment and ran sorter tests with no errors. He verified the level sensor and clog detection values. The fse ran precision of lh2 level 1 and level 2. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4053 sorter z home overrun was the sorter to dispense lane needed alignment.

Event description:
On (B)(6) 2017, a customer reported error 4053 sorter z home overrun on the aia-900 instrument. The customer completed an all set home and tried to run quality control again but the error persisted. The customer is unable to run patient samples on follicle stimulation hormone (fsh) and luteinizing hormone (lhii). Technical support specialist (tss) advised the customer to program the analyzer in the non-barcode mode. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.